Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture", "recall", "cyst", and "lump." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Event description:
Patient reported right side "rupture", "recall" and "cyst." Later healthcare professional reported "ruptured" confirmed via ultrasound. The device was explanted and will not be returned.